Event description:
Customer reported that he received a no delivery alarm. Customer stated he was having problems with his infusion set and reservoir. Blood glucose value is 324 mg/dl. Customer stated the alarm was resolved by a complete infusion set and reservoir change. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.